Manufacturer narrative:
A backup power source (bps) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the identified root cause of the reported issue was isolated to an electronic component in the bps pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator displayed a yellow banner alarm indicating a battery issue. There was no patient involvement at the time of the event. The service engineer replaced the battery board bps (back up power source) board to correct the issue. The unit passed all testing and operates within the manufacturing specifications.